Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mid cardiac resynchronization therapy defibrillator (crt-d) system implant procedure the patient coded. No right atrial (ra) lead was able to be implanted. The device, right ventricular (rv) lead and left ventricular (lv) lead were successfully implanted and remain in use. No further patient complications have been reported as a result of this event.